Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 483 mg/dl. Customer was assisted in programming the bolus. Customer stated that the high blood glucose was due to the bolus settings being off. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.